Event description:
The customer reported the system displayed a canbus error message and shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.